Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. Subsequently the device was explanted. No serious injury/no adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage measurements however were steady and rapid consistent with normal battery depletion. Analysis determined that the code 1003 was a false-positive due to power increase due to an increase in atrial sensing.